Event description:
The device was used during a vats/lobectomy procedure. Reportedly, the instrument would not fire. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.